Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble with their communicator. Patient stated they kept getting the message device not found when trying to connect to their implant. Patient said they had to hold the communicator up to their skin to get it to work. Agent walked patient through resetting the communicator. The patient attempted to connect to their ins again and was only able to connect while holding the communicator directly over their ins. Patient confirmed that they are able to feel the ins in the pocket. The issue was not resolved since the patient still needed to hold the communicator up to their skin to get it connected. A replacement communicator was sent out. No symptoms were reported.